Manufacturer narrative:
.

Event description:
Reportedly, the device could not be interrogated on (B)(6) 2016. The leds on the inductive programming head were off and no communication could be established between the programmer and the device. In addition, there was no response upon magnet application. Sinus rhythm of the patient was at 70 min-1. Preliminary analysis confirmed the reported issue. Patient care recommendations have been provided (prompt ICD replacement). The device was replaced on (B)(6) 2016 and returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device could not be interrogated on (B)(6) 2016. The leds on the inductive programming head were off and no communication could be established between the programmer and the device. In addition, there was no response upon magnet application. Sinus rhythm of the patient was at 70 min-1. Preliminary analysis confirmed the reported issue. Patient care recommendations have been provided (prompt ICD replacement). The device was replaced on (B)(6) 2016 and returned for analysis.